Event description:
It was reported that the plastic impactor broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. H4: manufacturing date correction. The reported event has been confirmed. A visual examination of the returned product was completed and found that the device was fractured. The device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in an internal research memo, which indicates overload failure or low cycle fatigue culminating in the overload failure. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The device has a potential field age of 11 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.